Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call they were hospitalized due to hypoglycemia and reported possible over-delivery on (B)(6)2022. Hypoglycemia was treated with glucagon. The blood glucose value at the time of the event was 24mg/dl. The customer went unconscious and was hospitalized. The auto mode feature was not active at the time of the event. The customer is using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed and found that the pump was not exposed to a high magnetic environment. Advised the customer to do a displacement test on the insulin pump and it got passed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5and h6-health effect impact code with this report.

Event description:
Customer reported that the pump gave him too much insulin. The customer said periodically it would give more insulin than for the carbohydrates he puts in. Customer ended up unconscious. Paramedics were called and he was taken to the emergency room on (B)(6) 2022 at 13:00 for low blood glucose of 24mg/dl. Customer was not hospitalized. The paramedics gave him glucagon. Customer alleged over delivery since he bottoms out every time he changes his set. Customer said he had just changed his set on (B)(6) 2022 at 12:00. User went through a security checkpoint with magnets while holding the pump in (B)(6) 2022. However, pump passed displacement verification test. User said doctor had loaned this pump (sn (B)(6) to him. Pump was used at the time of the incident. Per customer, auto mode was not used. It was unknown if sensor was used. Pump was being returned to the doctor and not returning for analysis.